Event description:
Tka procedure using quill pdo material of unknown lot and size. It is unknown what layer of tissue was closed with the quill pdo product. (B)(6) weeks post procedure, patient presented with erythema and a possible stitch abscess. Patient was prescribed antibiotics at this time. (B)(6) later, the patient presented with serosanguineous drainage and wound dehiscence. The patient was taken back to the operating room for hardware exchange. Wound cultures were (B)(6) for (B)(6). The type and size of quill device was not disclosed. No information was provided on the intervention that was required to treat this patient. Limited information was obtained from the MDR report submitted by the end user. (B)(4).

Manufacturer narrative:
No samples were returned to surgical specialties (B)(4) for evaluation. Therefore, no testing can be performed. The 510k information can not be provided as the item, lot code and material type were reported as "unknown". Method: the device was not available for evaluation. No product evaluation can be performed. Results/conclusions: the device was not returned to surgical specialties (B)(4) for evaluation. No product evaluation can be performed. Without the item and lot code information being provided, relevant portions of the device history record could not be reviewed for corresponding issues identified during the manufacturing processes or at final inspection. It is uncertain if there were other complaints received for the same finished good lot as the lot code information was reported as "unknown". Without additional details of the technique used, size and type of material used, a definitive root cause can not be determined at this time. (B)(4). Item # unknown, quill knotless tissue closure device unknown size/material, lot unknown.